Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding the patient¿s implantable drug infusion device. The drug being delivered was 2 mg/ml dilaudid (hydromorphone) at 1 mg/day. It was reported that the patient is in the hospital due to severe pain. Caller requested to have a representative interrogate the pump. There were no further complications reported/anticipated.